Event description:
The servo-I ventilator began to alarm. The nurse entered the room, observed the monitor on the ventilator saw an error, but she could not remember exactly what the error said. She thinks it was "chamber malfunction". She also saw that the minute ventilation was registering as 0 and the expiratory tidal volume was registering as 0. The inspiratory tidal volume was frequently changing as was the positive end-expiratory pressure. The nurse removed the patient from the ventilator and began to bag the patient. When the respiratory therapist entered the room the patient was already being bagged. The patient was placed on a different ventilator, volumes were maintained, patient did not appear to be in distress once placed on the different ventilator.